Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was successfully removed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.